Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the pathway through the treatment the physicians reviewed the cone beam computed tomography (cbct) and realized that the hydrogel was gone, the physicians stated that the hydrogel was placed in the rectal wall and make his way through the lumen. The patient was reported as asymptomatic, it was also noted that the external beam radiation treatment was not delivered as planned.